Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the patient was being seen on 2024-06-21 by the hcp and they noted that a motor stall occurred. The patient had magnetic resonance imaging (MRI) on the day that it stalled and the pump had not recovered. The pump status was checked twice. The patient also had nausea and vomiting since this time. Additional information received on 2024-07-08 indicated that the motor stall occurred on 2024-06-21 "around 9:30am cst". The motor stall recovered when the pump was interrogated again 20 minutes after the first interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the rep did not have the name or date of birth (dob) for the patient nor would it be made available since the doctor's office did not remember the patient. The rep then stated that the pump was interrogated twice, 20 minutes apart, and the issue resolved itself. The physician thought that the cause of the nausea was due to a bug that was going around.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.